Event description:
The customer reported via phone call that she had a weak battery alarm on the insulin pump. Customer's blood glucose was 368 mg/dl at the time of the incident. Customer stated that she went to bolus and had no battery. Customer does not know when the battery went out. Customer replaced the battery and stated that it is already on 3 cells after putting it in last night. Customer stated that she was not wearing the pump when the alarm occurred. Customer stated that she had surgery on (B)(6) 2015. Customer was in the hospital for spinal surgery and it was not diabetes related. Customer stated that she did try a battery from a fresh package prior to calling and is still experiencing low battery life. Customer will be sent a replacement battery cap and batteries to try.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.